Manufacturer narrative:
Follow-up from 05-jul-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She was hospitalized and scheduled for essure removal. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact interval between essure insertion and onset of pelvic pain was not specified. Patients medical history and concomitant conditions were not mentioned. Despite the limited information, considering the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident due to hospitalization, and since device removal will be required. Ptc investigation could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on 03-may-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on 2013, for permanent contraception. Physician reported that patient was presenting pelvic pain for months. She was hospitalized since (B)(6) 2016 to present (day of the report). Physician requested information on removal; patient was scheduled for procedure in less than an hour. Essure device had not been removed at the time of the report, and she had not recovered from the event. Follow-up received on 19-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She was hospitalized and scheduled for essure removal. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact interval between essure insertion and onset of pelvic pain was not specified. Patients medical history and concomitant conditions were not mentioned. Despite the limited information, considering the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident due to hospitalization, and since device removal will be required. Ptc investigation could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.